Event description:
It was reported that a syncopal patient presented in clinic for follow-up. The syncopal episodes were confirmed on the stored egm. The right ventricular lead exhibited noise. The lead was capped and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4)